Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home and started having symptoms of a stoke. It started with numbness and tingling in the pt's extremities that progressed into weakness, inability to speak, and facial droop. The pt was readmitted to the hospital and a computed tomography (CT) scan was performed which revealed a large stroke on the right side. The pt continues with speech impairment and inability to move the left side. The pt is scheduled for rehabilitation.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.